Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1tr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the vector that the clinician normally uses for the left ventricular lead has high threshold and undefined impedance. The vector was changed to left ventricular tip to right ventricular ring. To use the new vector, left ventricular capture management was programmed off as well as effective cardiac resynchronization therapy. The clinician will report the new settings to the physician. The lead remains in use. No patient complications have been reported as a result of this event.